Manufacturer narrative:
The pump implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence, as the device was no longer functional. Physician suspected that a leak was the reason for the performance issues. The entire aus was removed and replaced. No patient complications were reported.